Manufacturer narrative:
The serial number for the external pulse generator (epg) was not provided, therefore the manufacturing date could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port on the external pulse generator (epg) was broken. The caller was advised to return the epg for service. There was no patient involvement.